Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-00032. Follow up identified the patient had the scs system removed.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-00032. It was reported the patient experienced ineffective stimulation and hence, the patient desired an explant of the entire system. Surgical intervention may be undertaken as the next course of action.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2018-00032.